Manufacturer narrative:
Section a2, age, date of birth: asked, not available. Section a3b, gender: the customer does not collect this information. Section a4, weight: the customer does not collect this information. Section, a5, a6, ethnicity and race: not available. The patient did not answer this question. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was damaged, scratched. The scratch was noticed after it was inserted in the right eye. The surgeon removed it and implanted a new one of the same model and diopter. There were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. Post-operative the patient is doing well. No further information was provided.